Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. Not enough information was provided to conduct a review of the cartridge lot. The product investigation could not identify a root cause for the complaint of blurry vision, explant. However, a failure to follow the dfu was also noted. The account indicated the use of an unapproved lens/cartridge combination. The use of unapproved product combinations may result in lens delivery difficulties or product damage. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged due to the patient experiencing blurry vision. The multifocal lens was exchanged for a monofocal lens. In a follow up, the surgeon reported the event resolved with treatment (lens exchange).